Event description:
Event description boston scientific received information that this chronic right ventricular lead was surgically abandoned and replaced because the lead safety switch was triggered by an impedance measurement greater than 2500 ohms. A new lead was successfully implanted.